Event description:
Customer reported a motor error alarm while trying to fill the tubing. He stated that he rewound the insulin pump to try the process again and received another motor error alarm. The blood glucose reading was 420 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm but stated that he was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.